Event description:
Information was received indicating that this ambulatory infusion pump over delivered by +8.6%. It was not specified whether or not this occurred during infusion. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The event history log was reviewed and had indications of two 10ml followed by one 20ml bolus tests performed prior to the pump's return to smiths medical. Delivery accuracy tests were performed, and the complaint was unable to be confirmed. The pump's expulsor however will be trimmed as a preventative measure. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Manufacturer narrative:
Evaluation results: one legacy 1 pump was returned for investigation in good condition. The event history log of the device was reviewed and revealed that the operator had performed two 10 milliliter bolus, and one 20 milliliter bolus flow tests. The customer's reported product problem regarding the failed accuracy was unable to be confirmed though functional testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The delivery accuracy testing on the pump found the pumps delivery to be slightly positive. The pump's expulsor was trimmed to bring the pumps delivery into more nominal of a range.